Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
There are leakage from the filter. It was primed with diluent but this could be erbitux next time which need to be primed with drug. Leakage occur from the filter portion of the line.

Manufacturer narrative:
Investigation results: three photos taken by the customer of the packaging and product do not verify the leakage. Eight cases of set model 11532269, lot 25105592 was returned for investigation. 30 samples were chosen to the be tested for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were flushed with water and pressurized. No leak was observed coming from the filter. Additional air under water test was performed. The set was pressurized with about 10psi and the vent was submerged under water. There was a steady stream of air bubbles coming from the filter vent. This would indicate that there is no issue with damage/ holes in the membrane. The customer complaint was unable to be replicated with the representative samples. The root cause could not be determined because the issue could not be replicated. However, a likely cause is the medication causing the filter vents to get wet out and leak. A device history record review for material # 11532269 and lot # 25105592 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27oct2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents.

Event description:
No additional information.